Event description:
It was reported that a vns patient experienced painful stimulation at low settings. System diagnostic results were reported to be ok. Follow up with the patient's physician for additional information resulted in unclear information. Physician reported that the patient has a girdle, "viral incerfrolitis" (probably viral encephalitis), and has sustained a lot of injuries. The patient had problems with vocal cord paralysis, spells of breathlessness, and choking.